Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated she was on a bus and felt woozy. She stated her dexcom usually tells her when her sugars were low but that it was not alerting her. She wasn't feeling right so she ate a granola bar. The bus driver helped her off the bus and walked her to her roommate¿s car at their house. Her roommate walked her into the house and stated the cgm was displaying 66 mg/dl. She stated she did not hear the dexcom go off, but her roommate did. Her roommate had to call the ambulance because the patient was told that she went into a coma. When she came out of the coma, she was in the ambulance on the way to the hospital and they stated her blood sugar was 20 mg/dl while the dexcom was showing 66 mg/dl. The patient was treated with glucose to bring her sugars up. On (B)(6) 2018, the patient stated the dexcom was displaying 95 mg/dl and when she took her blood sugar reading, the meter read 75 mg/dl. At the time of contact, the patient was doing okay. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. It was reported that the patient was taking medication containing acetaminophen. Labeling indicates: taking medications with acetaminophen (such as tylenol or excedrin® extra strength) while wearing the sensor may falsely raise your sensor glucose readings. The level of inaccuracy depends on the amount of acetaminophen active in your body and is different for each person. No additional event or patient information is available.